Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The pump reportedly lost power after swimming. It was noted that corrosion was visible in the battery compartment but there was no damage to the pump reported. The reporter attempted to power on the pump with multiple batteries from different packages with no success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/14/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/01/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Multiple pump reboots were observed in the device history. Corrosion was observed in the pump battery compartment. The battery cap was able to secure to the pump properly. During testing, the pump powered on with no alarms. The pump was exercised for 24 hours with no power issues or alarms. The battery cap contact dimensions were found to be within specifications. A leak test was performed and none were found. The pump case was opened and no further evidence of moisture contamination or damage to the power circuit was observed.